Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with the patient connector. The patient connector separated from the titanium adaptor during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause was not identified because evaluation of the returned sample did not duplicate the alleged issue, and no manufacturing abnormalities were observed. One used set with cap on spike and no cap on patient connector was received for evaluation. Functionally, the set was hand tightened with a lab ((B)(4)) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.